Manufacturer narrative:
On 15-oct-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with two 440cc mentor memorygel breast implant prostheses (catalog #: smpx440, left serial #: (B)(6), right serial #: (B)(6) on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the date of explantation. The date was initially reported as (B)(6) 2020. However, additional information revealed that the date is (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. MRI performed on (B)(6) 2020 indicated bilateral rupture. As result, the patient is scheduled to undergo explanation on (B)(6) 2020. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 12-nov-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an area of siltex cracking was observed on the anterior aspect. Additionally, a tear was found within the area of siltex cracking, measuring approximately 1.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).